Event description:
Medtronic received a report that at the cervical segment, there was excessive force to upload the device. At the moment it was deployed, it was impossible to deliver the device without forcing the system. At the moment of the third part of the device deployment, the pipeline pusher and the proximal site of the microcatheter were damaged by the excessive force to deliver. The pushwire was kinked in the proximal section. There was severe friction or difficulty during advancement. The decision was made to remove the microcatheter and the pipeline and change the access strategy with a navien 5 fr. A second pipeline 4.0 x 20 was placed without any inconvenience or complication. The pipeline was removed from the patient. There was catheter separation/break during use. There was no friction or difficulty during injection. There was force applied during delivery. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken segments were removed from the patient. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing endovascular treatment with flow diverter for a saccular, unruptured cavernous aneurysm with a max diameter of 10.0mm and a 7.0mm neck diameter. The landing zone was 4.0mm distally and 4.2mm proximally. The access vessel was radial access with a long sheath 6 fr. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure revealed a good outcome. Ancillary devices include a shuttle sheath.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.